Event description:
Needle was placed, physician took one cut and had difficulty withdrawing needle. Md removed entire probe and needle was bent. New set up was used. Pt had more discomfort than necessary and there is the potential for bleeding.